Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer woke up experiencing a high blood glucose (bg) occurrence (460 mg/dl). During troubleshooting with tandem technical support, it was indicated in the pump data that the customer suspended the pump and did not resume insulin delivery for an hour. The customer delivered a correction bolus with the pump to address bg level. Additionally, the next day, the customer experienced another high blood glucose event. Cts identified that the customer received an incomplete bolus alert. The alert was cleared, however no bolus was delivered. The customer's blood glucose level was 500 mg/dl. The customer addressed bg level with a bolus with the pump.